Event description:
During accelerated partial breast irradiation (apbi) treatment, the nucletron hdr unit indicated a fault with the passing of the source through the catheter to the balloon "friction or obstruction detected at 1132mm in ch 1" at 14:08. Treatment resumed, this same fault repeated at 14:09. Treatment resumed at 14:10 and completed at 14:17. Goal was achieved, proper radiation dose delivered.